Event description:
It was reported that 1 month after implantation of an unspecified 2.75x15 xience stent in an unspecified vessel, the patient presented with in-stent restenosis, requiring percutaneous coronary intervention. There were no reported adverse patient sequealae. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated implant date. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.